Event description:
On june 2, 2026, our distributor reported to hologic a case received from a customer. It was reported by a patient who underwent a mammography examination with the use of 3dimensions mammography system, that her breast implant was rotated by 180 degrees. The ultrasound image taken after mammography suggests that the implant had been incorrectly positioned. According to the information provided, no acute trauma, bruising, bleeding, skin damage, or tissue injury were identified after the examination. The patient later underwent another surgery and received a new implant. At this stage, no malfunction of the hologic system has been identified. Based on the information currently available, no malfunction of the hologic system has been identified. The reported event is under investigation and no additional information is available at this time.